Manufacturer narrative:
Describe event or problem; corrected data: the initial MDR inadvertently stated that additional information had not been received to date. Additional information was received but was not inadvertently included in the previous MDR. This report is being submitted to correct this mistake.

Event description:
It was reported that following generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity, the vns patient began experiencing left vocal cord paralysis and voice hoarseness. An orl specialist diagnosed the patient with vocal cord paralysis and dyspnea and believes the events were related to vns surgery. The patient was undergoing orl therapy and the issues worsened. Attempts for additional relevant information have been unsuccessful to date. The lead discontinuity event was reported in manufacturer report # 1644487-2014-01110.

Event description:
Follow-up revealed that the patient¿s vocal cord paralysis was believed to be permanent and not only occurring with stimulation on-times. Dyspnea was believed to be the result of the vocal cord paralysis and not due to stimulation on-times. No medication changes were made prior to the onset of the patient¿s issues. Clarification was received stating that the orl therapy did not worsen the patient¿s issues but improved them.

Manufacturer narrative:
.